Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented with an abrasion around the device site. Clarification was received, explaining it was a wound caused by the device and the patient's weak or thinning skin after the patient had lost weight. The wound was treated with dressings to resolve the issue; no invasive intervention was required. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented with an abrasion around the device site. Clarification was received, explaining it was a wound caused by the device and the patient's weak or thinning skin after the patient had lost weight. The wound was treated with dressings to resolve the issue; no invasive intervention was required. No adverse patient effects were reported. Additional information was received. This device was explanted 2.5 months later, after the device eroded through the patient's skin. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.